Manufacturer narrative:
(B)(4). Ref mw5042874.

Event description:
The physician was using an amphirion deep pta balloon catheter during recanalization and angioplasty of the left anterior tibial artery /dorsalis pedis artery. The lesion exhibited severe calcification. The amphirion deep was inspected before use with no issues noted. The physician experienced difficulty placing the device through the lesion due to severe calcium. Upon inflation the balloon ruptured. The physician stated that the rupture occurred due to severe calcium. No clinical sequelae reported.